Event description:
It was reported by the patient that the pod was causing scars at the infusion site. It was also reported that the site was very sensitive, gets dark spots, and felt a burning sensation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported scar. No lot release records were reviewed, as the product lot number was not provided.